Manufacturer narrative:
(B)(4). The device trained customer ordered a replacement user interface module (uim) and the core uim was issued a return good authorization (rga) by carefusion. The suspect uim has not been received by carefusion's failure analysis laboratory at this time. A supplemental report will be submitted once the investigation is completed.

Event description:
The customer reported an intermittent unresponsive touchscreen display on this avea ventilator. The customer stated no patient involvement with this event.